Event description:
The device was used to analyze the patient rhythm, advise a shock and complete defibrillator charge. Reportedly, the device power shut off spontaneously when the shock button was pressed. It was also reported that there was no indication of a battery problem. Patient outcome was not reported.